Manufacturer narrative:
A review of the DHR was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical september 2014 complaint report was reviewed for the product family of stopcocks and the failure mode "air bubbles." No adverse trends were indicated. The three unopened, unused samples were visually inspected, with particular attention to the female luers, and no damage or defects were noted. The stopcocks were then air leak tested per navilyst medical procedures, and passed. Dimensional measurements were taken of each male and female fitting, and all were found to be within specification. The reported complaint is unable to be confirmed as the returned, unused stopcocks were found to be visually and functionally acceptable. A possible root cause may be that the end user did not adequately secure connections between the stopcock and the inflation device they were connecting to. The directions of use provided with the stopcocks stated that all connections should be finger tightened and to "examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism".

Event description:
As reported by navilyst medical's distributor in (B)(4), the end user hospital observed several instances of air bubbles entering the stopcock when used with a medtronic everest inflation device. No air injection or pt injury occurred. The used devices were discarded at the hospital, however 3 unused stopcocks from the same lot were returned for evaluation.